Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7076709.

Event description:
It was reported that the patient was experiencing inadequate stimulation and a change in stimulation pattern due to lead migration. X-ray was taken and showed that the patients right lead had migrated lower. The patient was successfully reprogrammed using only the left lead, however, decided to move forward with revision. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted linear leads were not returned.